Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of pericardial effusion, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Based on the information reviewed, a conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. Per the physician, it is thought that either the transseptal puncture or guide wire caused the effusion, but this could not be confirmed. There is no indication of a product quality issue with respect to manufacture, design or labeling. Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Manufacturer narrative:
The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Event description:
This is filed for pericardial effusion. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The steerable guide catheter (sgc) was advanced and crossed the left atrium over the stiff wire, however it was noticed that fluid was accumulating around the heart. A pericardial effusion had occurred, requiring pericardiocentesis. The patient experienced st elevation. The effusion was believed to be caused as the stiff wire was being crossed across the left atrium, however it is undetermined. In the physician's opinion, a small effusion was present before the introduction of the sgc, however it got larger after sgc was introduced into the anatomy. The procedure was ended. This issue reportedly caused a clinically significant delay. On (B)(6) 2019, a mitraclip xtr was successfully implanted, reducing mr from 4 to 1. The patient is stable and doing well. No additional information was provided.